Manufacturer narrative:
(B)(4). The customer reported that intermittently, the device logged error code 20004 front end failures. There was no patient involvement. Philips evaluated the device and resolved the issue by replacing the control, power & parameter pcas. Since multiple parts were replaced, we are unable to determine the exact cause of the problem. The device passed all post service testing and was returned to the customer.

Event description:
The customer reported that intermittently, the device logged error code 20004 front end failures. There was no patient involvement.